Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is unable to charge her scs ipg because the charger does not locate the ipg. The patient stated she last charged her ipg sometime in (B)(6) 2014. The patient stated her patient programmer showed a communication error. A sjm representative met with the patient and confirmed the patient's scs ipg battery is depleted and the ipg does not communicate with external devices. Surgical intervention is planned for a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified the patient's ipg was explanted and replaced. Effective stimulation therapy was reportedly restored postoperative.